Event description:
Patient received eleven cypher stents in 2003. A 2.5 x 23mm cypher stent was implanted in the proximal rca at 20 atmospheres (atm). A 3.0 x 33mm cypher stent was implanted in the mid rca at 18 atm. A 2.5 x 33mm cypher stent was implanted in the distal rca at 16 atm. A 3.0 x 13mm cypher stent was implanted in the proximal circumflex at 20 atm. A 3.0 x 33mm cypher stent and a 3.0 x 13mm cypher stent were implanted in the mid lad at 18 atm. A 2.5 x 18mm cypher stent was implanted in the first diagonal, the deployment pressure is unknown. Two 3.0 x 28mm cypher stents were implanted in the distal circumflex at 18 atm and 20 atm. A 2.5 x 18mm cypher stent was implanted in the ramus intermedius at 18 atm. A 3.0 x 13mm cypher stent was implanted in the proximal lad at 20 atm. Patient had a vagal reaction after the procedure. The patient was discharged three days later with no anginal complaints. Patient was hospitalized in 2004 for myocardial infarction (mi). Patient had chest pain for more than 20 minutes. Cardiac markers were measured and a rise in serum enzymes was detected. An urgent re-ptca was performed in the first diagonal and the mid lad. The event was resolved nine days later.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report #'s 9616099-2006-01161 & 9616099-2006-01162. This device crs 18250 (lot r0103557) is distributed outside the united states; however it is similar to the united states. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.